Event description:
On (B)(6) 2018, breas medical received information that vivo 50 s/n (B)(4) had been involved in an incident in germany. Fault description per the reporter "it was reported that the device failed completely when the external battery was changed during active treatment. The internal battery was fully charged. After that it took 5 to 10 minutes until the device could be restarted again. Meanwhile the patient was ventilated manually. No patient harm was reported. The readout of the logs is unfortunately not possible for us, so that no information about parameters, alarms etc. During the incident is available." The patient involved was not injured during the incident. The device (B)(4) was sold on (B)(6) 2014 and passed final test at the factory on (B)(6) 2018. On (B)(6) 2018, breas medical received information that vivo 50 s/n (B)(4) had been involved in an incident in germany. Fault description per the reporter "it was reported that the device failed completely when the external battery was changed during active treatment. The internal battery was fully charged. After that it took 5 to 10 minutes until the device could be restarted again. Meanwhile the patient was ventilated manually. No patient harm was reported. The readout of the logs is unfortunately not possible for us, so that no information about parameters, alarms etc. During the incident is available." The patient involved was not injured during the incident. The device (B)(4) was sold on (B)(6) 2014 and passed final test at the factory on (B)(6) 2018. This report is submitted retrospectively because the original report is not visible in maude database.

Manufacturer narrative:
On (B)(6) 2018, breas medical received information that vivo 50 s/n (B)(4) had been involved in an incident in germany. Fault description per the reporter "it was reported that the device failed completely when the external battery was changed during active treatment. The internal battery was fully charged. After that it took 5 to 10 minutes until the device could be restarted again. Meanwhile the patient was ventilated manually. No patient harm was reported. The readout of the logs is unfortunately not possible for us, so that no information about parameters, alarms etc. During the incident is available." The patient involved was not injured during the incident. The device (B)(4) was sold on (B)(6) 2014 and passed final test at the factory on (B)(6) 2018. On (B)(6) 2018, breas medical received information that vivo 50 s/n (B)(4) had been involved in an incident in germany. Fault description per the reporter "it was reported that the device failed completely when the external battery was changed during active treatment. The internal battery was fully charged. After that it took 5 to 10 minutes until the device could be restarted again. Meanwhile the patient was ventilated manually. No patient harm was reported. The readout of the logs is unfortunately not possible for us, so that no information about parameters, alarms etc. During the incident is available." The patient involved was not injured during the incident. The device (B)(4) was sold on (B)(6) 2014 and passed final test at the factory on (B)(6) 2018. This report is submitted retrospectively because the original report is not visible in maude database.